Event description:
It was reported by service report that the bed would go up but not down. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Hand pendant improper connection.